Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors were identified. After framing with the axium coil, detachment was attempted with ID but it did not detach. After several attempts, secondary detachment was also tried, but detachment was not achieved. Detachment attempts were made multiple times by ID, one time by manual. No kink or damage was observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely detached after non-detachment issues. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the right internal carotid artery with a max diameter of 5.5mm and a 3mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. It was reported that after framing with the coil, detachment operation could not be completed with the detacher. After several operations, a second attempt at detachment was made, but detachment was not achieved. Subsequently, while pulling the delivery wire for retrieval, disconnection occurred. It was partially broken, so it was collected using a snare. The device wasreplaced with another company's product and the procedure was completed. It was noted that the coil was damaged; extended. There was no resistance during preparation or use. The device was flushed continuously during the procedure. The coil was repositioned 2 times. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.